Manufacturer narrative:
H.6 investigation summary: no photos or physical samples that display the reported condition were available for investigation therefore we could not verify the reported issue. A device history review was performed for the reported lot 1706021p, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1706021p were used for additional evaluation. The product was visually inspected, no defects or damage was noted, and no leak was identified. Leakage testing was performed, there was no damage on the plunger or other components and no leakages occurred. The product was then filled with water, no air bubbles or other issue were observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. H3 other text : see h.10.

Event description:
It was reported that "methotrexate" leaked past the bd discardit¿ ii syringe plunger during use. The following information was provided by the initial reporter, translated from french to english: "plunger leak on a syringe filled with methotrexate."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringes 10 ml e/t plastipak experienced device damage/deformation with the device still considered operable. The product defect was noted during use. The following information was provided by the initial reporter: product was applied to patient, roughly halfway through the syringes liquid movement the balloon popped at the end area.